Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are hearing an alert tone every two hours from their device, and their doctor indicated that it is regarding a lead impedance warning, and have scheduled the patient for an appointment. No further information could be obtained through follow-up investigation. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.